Manufacturer narrative:
Multiple attempts have been made on 10oct2024, 17oct2024, and 24oct2024 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the barometric pressure was failing. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the barometric pressure was failing. The absolute pressure was not selected when the customer and remote service engineer (rse) went over the certifier plus setup. Absolute pressure was then selected, and the customer then confirmed that they were able to see the readings were within specifications per the service manual. The investigation is ongoing.